Event description:
It was reported that during a breast biopsy procedure, when the biopsy marker was taken out of the package, the device came apart from the handle. Another marker was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The marker was returned for evaluation. The complaint investigation is confirmed for a detached cannula. Based on the results of the evaluation, it is possible that an insufficient amount of adhesive was used when bonding the handle. . The current gel mark ultracor breast biopsy marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.